Manufacturer narrative:
Device remains implanted. Evaluation summary: upon receiving the device the handle was opened and no excessive adhesive was found on any of the components. A tensile test was performed on the slide-block to belt bond and was found to be approximately 25 pounds, which is within specification. Belt dimensions were measured and found to be within specification. Method: device returned.

Event description:
Reportedly, the stent partially deployed with approximately 10mm of stent deployed, then it would not deploy anymore, so the physician had to crack open the handle and finished deploying the stent. No medical intervention or injury.